Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and found no sign of hardware or kit preparation issue. The runs were all valid with control within range. Customer has kept up with weekly and monthly maintenance. Ts informed the customer that since the samples are different collections, they cannot be compared. Customer was also advised that results are dependent on proper sample handling/preparation. Moreover, result reproducibility may be impacted by target concentration.

Event description:
Customer reported a patient was tested sars-cov-2 positive on (B)(6) 2021. Another collection was taken from the affected patient and then tested on october 6, 2021 as negative. Customer used panther fusion instrument sn (B)(4) and assay master lot 289122.